Manufacturer narrative:
An event of stenosis, leakage/regurgitation, high gradient, aortic insufficiency, chronic heart failure, cardiogenic shock, organ failure, acidosis, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no evidence of device malfunction and it was reported the patient had multiple comorbidities including stage IV kidney disease, thrombocytopenia, metabolic acidosis, shock liver, and respiratory failure.

Event description:
On (B)(6) 2003, a 21 mm master's mechanical heart valve was implanted. On (B)(6) 2018, a (B)(6) year-old female with an extensive past medical history including morbid obesity (bmi >66), poor dentation, chronic kidney disease stage IV, and obstructive sleep apnea was admitted with acute chronic heart failure. Via tee, stenosis of the valve was noted with increased gradients and aortic insufficiency. On (B)(6) 2018, the valve was explanted and an aortic root enlargement using a posterior approach was performed. A 21 mm edwards intuity elite rapid deployment pericardial aortic valve (model: 8300 ab) was implanted and the ascending aorta was replaced from the sinotubular junction to the distal ascending aorta under closed technique using a 28 mm gel weave straight vascular graft. An intra-aortic balloon pump was inserted. The patient was transferred to the ICU in critical condition. The patient developed acute renal failure, acute chronic heart failure and cardiogenic shock which required extracorporeal membrane oxygenation (ECMO). Following surgery, the patient had thrombocytopenia, metabolic acidosis, shock liver and respiratory failure. The patient developed multisystem organ failure and acidosis persisted. On (B)(6) 2018, the patient died after the family made the decision to palliatively extubate the patient. The cause of death was multifactorial, but ultimately occurred due to cardiogenic shock that could not be corrected with ECMO. No further information is expected to be received.

Manufacturer narrative:
An event of stenosis, leakage/regurgitation, high gradient, aortic insufficiency, chronic heart failure, cardiogenic shock, organ failure, acidosis, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no evidence of device malfunction and it was reported the patient had multiple comorbidities including stage IV kidney disease, thrombocytopenia, metabolic acidosis, shock liver, and respiratory failure.